Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient¿s infusion set cannula was bent. It led to high blood glucose level. Patient was treated with correction via insulin shots. Patient also reported bleeding at site.